Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the rod broke at c7. Bone union had not occurred. The surgeon felt that the rod breakage was caused by bending too much. No additional patient complications were reported.

Manufacturer narrative:
Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Films supplied found: multiple ap and lateral x-rays of occiput to t3 complex posterior fusion with lateral screws and pedicle screws. Upper and lower constructs are noted through lateral connectors at about c5. Rods are seen to have broken just above the level. Rods appear to have loosened from lower t3 screws bilaterally and slid caudally (unless construct has been revised in later pictures).

Manufacturer narrative:
Visually and optically confirmed rod broken. Optical examination of the surface immediately adjacent to the breakage did identify mas interface witness mark. Fracture surface examination noted damage to both sides of the fracture, and no indication of cyclic fatigue. Dimensional inspection of the rod both above and below rod breakage confirmed conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.